Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced symptomatic pacemaker mediated tachycardia (pmt) due to a premature ventricular contraction (pvc) with retrograde conduction. Boston scientific technical services (ts) confirmed normal device operation but provided reprogramming optimization guidance to prevent recurrence. No adverse patient effects were reported.